Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient stated it was taking too long to charge. They had all 8 coupling boxes shaded, but it was taking 5 hours to charge their ins with the insr, it normally takes them 2 to 2.5 hours to charge their ins completely. The patient typically charges their ins to full once a week, and they stop charging the ins when they see the charge complete screen. They weren't understanding why it was taking them longer than normal. They first noticed this issue today. It was noted the patient uses the harness when charging. The patient was seeing 6 coupling boxes on their insr screen, they normally see 8 boxes. They repositioned the antenna to get 8 coupling boxes during the call. The battery level was blinking 7/8 full. The patient checked their battery level this morning and it was on a lower level. Insr seemed to be working as designed. No further complications were reported as a result of this event.